Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to the implant procedure, the helix was unable to extend. The lead was not used. Another lead was implanted successfully. No patient symptoms were reported.